Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the ipg could not communicate with external devices after an unrelated surgery. Troubleshooting was attempted without success. Surgical intervention may be pending.

Event description:
Additional information received indicated that the patient underwent surgical intervention was on (B)(6) 2023 during which the ipg was explanted and replaced.

Manufacturer narrative:
A patient's ipg became inoperable was reported to abbott. The ipg was not set to surgery mode while the patient underwent an unrelated surgical procedure. Troubleshooting was attempted without success. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.